Manufacturer narrative:
Analysis found error code 11. Replaced consumable parts and cleaned reuse parts. After repair, performance test passed. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via manufacturer representative that the handpiece had heating problem prior to use. There were no patient impact. There was no delay in surgical procedure and back up was used to finish the procedure.